Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 500 mg/dl to over 600 mg/dl and a no delivery and a lost sensor alarm. Troubleshooting found that the customer's doctor changed the basal settings and that the customer declined to check their bolus history. An air bubble was also found in the tubing. The customer was advised to change entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to call back for assistance if high blood glucose persist.